Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H6 (identification of evaluation codes 4114, 3221, 19). The affected sample was not returned; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. Without the lot number provided, a retention sample could not be obtained and evaluated. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received, that there was no delay in the procedure, the product was not changed out and the surgery was completed successfully. Nothing to be done to resolve the problem. There was bleeding branch, bleeding was burned internally, and patient had thin fragile skin.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
An initial report under uf/importer number: (B)(4). Was received at terumo cardiovascular, that during vein harvesting procedure, a small burn (about the size of a teardrop) was noted on the patient's left leg, next to the vein harvest site. It is unknown if there was a delay in the procedure, whether the product was changed out, or if the surgery was completed successfully and if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the report, it was after the left leg endosaphenous vein harvest by first assistant was completed when the burn was noted. The surgeon was made aware, and bacitracin ointment applied to burn, and leg wrapped in kerlix and ace wrap as per protocol. The procedure was for an endoscopic left greater saphenous vein harvest. Elective coronary artery bypass graft x1 with skeletonized left internal mammary artery to the left anterior descending. Left atrial appendage clip exclusion with 45 mm atricure clip.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3039 - cautery tip; health effect - impact code: 4614 - serious injury/illness/impairment; health effect - clinical code: 1757 - burn(s); medical device problem code: 2925 - electrical power problem; investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.